Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's desktop charger connector pin was bent and that the ins recharger was not charging. The patient noted that they have been 'without a charge' in their body for over a week prior to the report. A new desktop charger was sent to the patient. No further complications were reported.

Manufacturer narrative:
Analysis of the recharger (B)(4) found evidence of broken pins and a broken, bent connector. Fdc code applies to the recharger. Fdc code applies to the implantable neurostimulator. Fdm and fdr apply to the recharger. Fdm and fdr apply to the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the replacement of the desktop charger resolved the inability to charge the ins recharger and lack of stimulation. There were no reported complications and no further complications were expected.